Manufacturer narrative:
(B)(4). Date sent 10/6/2025. D4 batch #279d56. Investigation summary- the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage. The breakaway washer uncut and indented and there was 9 missing staples and the rest was noted to be protruding. Also, marks were observed on the safety. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information. Upon an attempt to perform the functional test, when the trocar was fully extended the firing knob was stuck not allowing to closed the anvil. Also, the extended trocar is keeping on the same area and the knob only rotate. The device was disassembled to verify the condition of the internal components the adjusting rod was found to be damaged. The damaged adjusting rod could have prevented the movement of the knob. No conclusion could be reached on what caused the firing rod damage. No functional test was performed due to the condition of the device. No conclusion could be reached on what caused the adjusting knob and adjusting knob damaged. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 279d56, and no non-conformances were identified.

Event description:
It was reported that a doctor had as intervention a laparo sigmoidectomy and colorectal anastomosis. We used a circular stapler" ethicon clamp as usual size 29. During the operation, after preparation of the anastomosis, the forceps failed, wanting to clip with tip to staple and cut, the system did not disconnect. He jumped, it was impossible to actuate the clamp. She wouldn't tighten. The doctor therefore decided to take a second size 29. She tried again with the second, the clamp clipped to the tip normally and when tightening the clamp to staple the anastomosis and cut, the clamp released again. It was impossible to actuate the stapling and cutting even though everything was well positioned. That was incomprehensible. She therefore did not insist on and modify her surgical procedure. The doctor who is accustomed with his pliers did not understand and yet insisted on having the usual sensations with his pliers. Clamp change. Change of practice.

Manufacturer narrative:
(B)(4). Date sent 8/27/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please give a clearer step by step of events? Were there any issues connecting or disconnecting the anvil? Which lot number was used first? For the first cdh29b (lot number 307d79). What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? For the second cdh29b (lot number 417d75). What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 10/2/2025. Corrected data d4: UDI#. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.